Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
While unit was on a patient, the staff heard a audible alarm, went into the room to find the unit had shut down and stopped ventilating and unit was displaying "vent inop" alarm. Patient was placed on another unit, no patient harm noted. Unknown what other alarms or ventilator settings at time of incident.

Manufacturer narrative:
(B)(4). Per results of investigation from the carefusion failure analysis (fa) lab, the suspect main pcba (printed circuit board assembly) was received and installed in a known good vela ventilator unit. The events log was reviewed and "vent inop", "post dac/adc", "24 volt too low", and "xdcr (transducer) fault" error messages were noted. The 24 volt source being too low could have caused the transducers to fault. The issue was isolated to the r608 resistor and this issue is being internally investigated.